Manufacturer narrative:
An event of pericardial effusion and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that there were multiple manipulations which may have a caused pericardial effusion but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported events related to the procedural or patient conditions but could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the event was further reviewed by an abbott medical affair. The cause of death is likely due to underlying patient condition associated with the myocardial infarction and may also be procedure related. There is no indication of any device malfunction based on the information provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer post-infarct ventricular septal defect (vsd) occluder. It was noted during the procedure that the patient developed a cardiac effusion. The decision was made to removed the occluder from the patient's body without disconnecting from the delivery cable. The patient passed away on an unknown date due to an unknown reason. No additional information was provided.